Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - false positive result further investigation of the customer issue included a review of the complaint text, a field service visit, a search for similar complaints, and a review of labeling. During the inspection of the instrument, the field service engineer (fse) found the reagent 1 probe connection was loose. The fse tightened the reagent 1 probe. The fse placed the old ict module onto the analyzer and the controls were within range. Even after cleaning the new ict module, no difference was observed in those results. The ict module was sent back and installed onto another analyzer where it was still not producing results within specifications. Review of the third quarter 2011 (june, july, and august 2011 data) product improvement team (pit) software q3 r1.ppt metric on (B)(6) 2011 identified no adverse or non-statistical trends in conjunction with discrepant sodium results. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was found.

Event description:
The customer stated an architect c8000 analyzer generated discrepant sodium results for one patient sample. The analyzer generated an initial sodium result of 109, and repeat sodium results of 141 and 141. There was no adverse impact to patient management reported.